Manufacturer narrative:
Evaluated four open and used reservoirs. Performed pre-fill reservoirs test and found no air bubbles anomaly during analysis. Checked o-rings and stopper groove for defects and none was found. Conclusion, no air bubbles were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there were air bubbles in four of her reservoirs. The patient's blood glucose was 280 mg/dl at the time of incident. During troubleshooting, the customer was unable to purge her reservoir of air bubbles. The reservoirs will be returned for analysis.